Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead could not be disconnected from one another during a procedure for routine device replacement. The physician made several attempts to free the lead from the device header but the setscrews could not be loosened allowing for release of the lead with only clicking heard when turning the torque wrench. During this process lead insulation became damaged resulting the physician's decision to cut and surgically abandon the lead. A new device and rv lead were then implanted without issue. It was noted that one of the device setscrews became flattened/damaged following removal of the device as the physician made additional attempts to free the stuck setscrews. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the hex slot on the ventricular tip setscrew was damaged. The setscrew was initially unable to be loosened using the standard hex wrench but was freed with the use of additional torque. During detailed analysis following decontamination the lead was able to be removed and the rv setscrew operable using the hex wrench. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the reported clinical observation of a setscrew issue resulting from damage incurred during the explant procedure.